Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was cassette is unlocked banner alert. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B2 - outcomes attributed to ae null. B2 - death date null. D9 - date returned to mfg: 7-jul-2025. H3: one device was received for evaluation. The service history review of the device showed no previous service history. The customer reported issue could not be confirmed as a latch lock test was performed and the device passed the test. As a preventative measure, the downstream occlusion (dso) seal was replaced, and the upstream occlusion (uso)/dso sensors were calibrated.